Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited an interrogation problem potentially due to an issue with radiofrequency telemetry. No patient consequences or intervention was reported. Further information was not provided.